Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions on placing pump into storage mode, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump and instructed customer to return malfunctioning pump using pre-paid label within 10 days.